Event description:
It was reported that a dislodgment of the left ventricular lead was noted. The physician elected to not make any lead revision, the device was reprogrammed only. The patient¿s condition is fine after the event.

Manufacturer narrative:
UDI (di): (B)(4).